Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where therapy was exhausted after seven bursts of anti-tachycardia pacing (atp), one 36j shock, and four 41j shocks were delivered as programmed. In the past, the patient had vt that matched the normal sinus template, which explained the reason the programmed therapy zones were low. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.